Manufacturer narrative:
A customer care center (ccc) specialist was contacted by the customer. The customer explained they have recently started to run cortisol (cor) patient samples on their advia centaur xp instrument. The customer stated, as a result, the supervisor is reviewing all cor results. The ccc reviewed the event. Upon review, they found that the advia centaur xp instrument was sending all three aspects to their syngo middleware as intended but their syngo middleware had all three aspects enabled. An aspect rule will determine which result aspect to send to the lis for patient and quality control (qc) based on what the customer wants to receive (ie dose, index, interpretation etc...). Review of the available information shows that this was related to the aspect rules set on the syngo middleware. A siemens headquarters support center (hsc) specialist was reviewed the event. Hsc stated that the normal configuration for aspect rules is to allow all aspects to be sent to the laboratory information system (lis). In the configuration set on the syngo middleware for the customer, the aspect rule was set to allow all aspects for the cortisol assay. The customer's lis was only configured to receive and file the dose aspect. The customer needed to have the system configured aspect match what the lis was able to receive. The siemens support technician corrected this issue. The advia centaur xp instrument and syngo middleware operated with no errors and performed per specifications. The cause of the discordant, incorrectly displayed cortisol results was due to an incorrectly configured aspect rule on their syngo middleware. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, incorrectly displayed cortisol (cor) results were obtained on an advia centaur xp instrument. The initial result was reported out to the physician(s), which was not questioned by the physician. The customer reviewed the results presented by their advia centaur xp instrument and found discordant results. A corrected report was not issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, incorrectly displayed cortisol results.